Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to a gram-negative organism. On an unreported date, the patient was hospitalized "a couple of days" for the event. The patient was treated with ceftazidime for the event (no further details). On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.